Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient developed a blood clot shortly after the implant procedure. The device and the blood clot were removed. The patient is recovering and will be re-implanted in the future.